Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue with the foot switch port was confirmed. The port was loose and able to spine freely. The breakout box was replaced and the system was fully functional and returned green status. The breakout box was received dented at the foot switch port. Analysis found connector damage. The pin was bent or missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. The foot switch port would no longer seat properly in the breakout box. The port freely spun in the hole. Due to the issue, the virtual foot switch had to be used. No complications were reported/anticipated.